Event description:
It was reported the patient presented to the hospital after hearing the device alert. Interrogation of the device revealed oversensing and noise was observed on the egm channel. A device header issue was suspected. The device and rv lead were replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the patient presented to the hospital after hearing the device alert. Interrogation of the device revealed oversensing and noise was observed on the egm channel. A device header issue was suspected. The device and rv lead were replaced. No patient complciations were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available. Without a lead lot number or lead serial number, the manufacturing date cannot be determined.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. This device model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: no anomalies found; grommet damaged observed. Without a lead lot number or lead serial number, the manufacturing date cannot be determined.